Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, 14 days after implant. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device/lead/programmer was performed. Detailed analysis did not confirm dislodgement. Moreover, helix was retracted and dried body fluid and tissue were noted in the helix housing. Cuts in the insulation was observed likely explant damage. Furthermore, the lead passed the electrical continuity testing and visual inspection found no abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, 14 days after implant. A new lead was implanted. No additional adverse patient effects were reported.